Manufacturer narrative:
A ge service representative performed an onsite investigation. Loose wires in the power plug were tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently lose power. No patient injury was reported.